Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815. Batch no.: 1058499. It was reported that there are black spots with chloraprep applicator after activating. Per complaint details received: detail: noted black spots with chloraprep applicator after activating. Reported to vendor representative.

Manufacturer narrative:
Based on the photograph and sample the failure mode of foreign matter is confirmed. An fourier transform infrared spectroscopy, also known as ftir analysis was completed on the dark material observed on the pad. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis showed that this material was most likely a mix of polyurethane adhesive and poly (ethylene terephthalate), also known as pet. No non-conformance was noted during the manufacturing of this lot. This is the first related complaint for the reported failure mode and lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: please see narrative section.

Event description:
Material no: 930815, batch no: 1058499. It was reported that there are black spots with chloraprep applicator after activating. Per complaint details received: detail: noted black spots with chloraprep applicator after activating. Reported to vendor representative.